Manufacturer narrative:
Investigation of the returned device revealed that the product failed functional testing with blade stall error. Motor/gearbox pn: 91000516 locked up from leak to housing. Motor is extremely corroded and cannot be removed from housing. (B)(4).

Event description:
During a shoulder arthroscopy using a svc repl, mdu, hand cntrl, pwrmx the unit was too hot and there was black fluid leaking. Nothing fell into the patient and they continued the case with a back up unit.